Manufacturer narrative:
On 13-oct-2020, mentor received additional information about the event. The patient¿s scheduled explantation date is (B)(6) 2021. The patient does not plan to replace her breast prostheses, only removal. Reason for device explant and/or reoperation: generalized illness, lymphadenopathy, breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 400cc saline breast prostheses experienced the following post-implantation: chest pain, burning, difficulty breathing, numbness in arms, hands, joint pain, swelling, red eyes, fatigue, no sensation in breasts, and swollen lymph nodes. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.